Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 12392801,12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, overweight, adenomyosis, paratubal cyst, cesarean section and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), iron deficiency anaemia ("severe anemia- iron deficiency anemia") and abdominal pain lower ("cramping/ lower abdomen/ right lower abdomen"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced pelvic adhesions ("pelvic adhesive disease"). The patient was treated with ferrous sulfate, iron and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain lower and weight increased outcome was unknown and the heavy menstrual bleeding, adenomyosis, dysmenorrhoea, dyspareunia, fatigue and iron deficiency anaemia had resolved. The reporter considered abdominal pain lower, adenomyosis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, iron deficiency anaemia, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2017--discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: plaintiff does not recall. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding, dysmenorrhea, adenomyosis, anemia. Most recent follow-up information incorporated above includes: on 23-jun-2021: mr received. Reporter information, medical history were added. Event pelvic adhesive disease added. Event anemia updated to iron deficiency anemia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal )") and abdominal pain lower ("cramping/ lower abdomen/ right lower abdomen"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced fatigue ("fatigue,") and anaemia ("severe anemia"). In (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with ferrous sulfate, iron and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage and abdominal pain lower outcome was unknown and the menorrhagia, adenomyosis, dysmenorrhoea, dyspareunia, fatigue and anaemia had resolved. The reporter considered abdominal pain lower, adenomyosis, anaemia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: plaintiff does not recall. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs received- new events abnormal bleeding (vaginal ), abnormal bleeding (menorrhagia), adenomyosis, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, severe anemia, right lower abdomen pain were added. Event injury updated to pelvic pain. New reporter, patient information, treatment drugs, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 12392801,12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis and overweight. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), anaemia ("severe anemia") and abdominal pain lower ("cramping/ lower abdomen/ right lower abdomen"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient was found to have weight increased ("weight gain"). The patient was treated with ferrous sulfate, iron and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain lower and weight increased outcome was unknown and the menorrhagia, adenomyosis, dysmenorrhoea, dyspareunia, fatigue and anaemia had resolved. The reporter considered abdominal pain lower, adenomyosis, anaemia, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: plaintiff does not recall. Most recent follow-up information incorporated above includes: on 3-dec-2019: plaintiff fact sheet was received. Event weight gain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 12392801,12367144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis, overweight, adenomyosis, paratubal cyst, cesarean section and pelvic adhesions. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), iron deficiency anaemia ("severe anemia- iron deficiency anemia") and abdominal pain lower ("cramping/ lower abdomen/ right lower abdomen"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue,"). In (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced pelvic adhesions ("pelvic adhesive disease"). The patient was treated with ferrous sulfate, iron and surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain lower and weight increased outcome was unknown and the heavy menstrual bleeding, adenomyosis, dysmenorrhoea, dyspareunia, fatigue and iron deficiency anaemia had resolved. The reporter considered abdominal pain lower, adenomyosis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, iron deficiency anaemia, pelvic adhesions, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2017--discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: plaintiff does not recall. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding, dysmenorrea, adenomyosis, anemia lot number: 12367144, manufacture date: 2008-09, expiration date: 2010-15. Lot number: 12392801, manufacture date: 2009-03, expiration date: 2011-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.